Event description:
The manufacturer received information alleging a ventilator was delivering low volume. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's product investigation laboratory, the inlet air path assembly was observed to have pulled away from the adhesive. The inlet airpath assembly needs to be replaced to address the issue. There was no evidence of foam degradation. When compared with other devices under the same conditions, it was confirmed that there is a difference of approximately 10 ml in ventilation volume and 10 l/min in leakage. It came to fail with 0030.0170, 0030.0260~0030.0270 and 0030.0290~0030.0700 during repair test. It is determined that this issue occurred by an effect of the above. This device will be disposed of without repair after processing leased-up due to early leased-up. Section h4 device manufacture date were captured incorrectly in the previous report. It has been corrected in this report.